Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices in the work order were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. No device analysis was performed in the laboratory as device was not returned. A review of the current risk documents was performed and the event of breach of sterile barrier seal is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a "defective implant has blemishes and box inside not sealed correctly". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "box inside not sealed correctly."

Event description:
Healthcare professional reported a "defective implants has blemishes and box inside not sealed correctly". The device was not implanted.